Event description:
Device returned for analysis with report of "failure to deliver drug. Pump failure." Follow up with hcp revealed pt symptoms at the time of the replacement of the pump included increased spasticity over a period of several weeks. Pump accessed and a volume discrepancy was found. 13 cc were present instead of the expected 2.5 cc. Pump was replaced the next day and an uneventful recovery followed. Hcp recently notified that pt has died and coroner's determination of cause of death was "natural causes".